Event description:
It was reported that a spectrum pump had keys on the keypad that were not responding. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, keys on the keypad were not responding. Evaluation found all keys had an intermittent response. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.